Event description:
The customer reported experiencing high blood glucose levels, but a specific value was unknown, with the device displaying "high." To address the issue, the customer administered a correction injection using multiple daily injections (mdi) and followed instructions to inspect the site, tubing, and connections. No mechanical issues were observed, and the customer was advised to consult a healthcare professional to discuss potential causes. Supplies were to be replaced as necessary, and insulin therapy was to be resumed.